Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall due to dizziness. It was further reported that the right ventricular (rv) lead exhibited high undefined impedance. The rv lead remains in use. No further patient complications have been reported as a result of this event.